Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she did a meter to hcp meter comparison. Her meter read 180 mg/dl, and her doctor's (accucheck) meter gave a result of 180 mg/dl. The tests were done side by side, using different finger sticks. The reporter did not have any symptoms. No control solution was available for testing. Reporter has also had a lab test for comparison, but has not gotten results. On follow-up, reporter still has not received the lab test results. Is testing with control solution and receiving in range results.